Event description:
It was reported that the patient presented with a diagnosis of l4/5 pseudoarthrosis and fractured pedicle screw at l5. The patient underwent removal of previously implanted zimmer instrumentation at l4/5, and a posterolateral fusion at l4-5 with rhbmp-2/acs and pedicle screws at l4/5. The patient fell in 2010. Post op the patient developed chronic back pain, lump in back, swelling/burning/tingling/numbness in both legs/feet/toes, myofascial pain/spasms, legs feel heavy to move, "I feel like I am carrying a heavy box in the middle of low back," injections in l4-s1 to treat pain, nerve block procedure to treat pain, post-lami syndrome, multilevel facet arthropathy, bone graft site tender to the touch, (B)(6) 2010- one screw is broken off, but contained within the vertebral body (possibly from 2007 surgery as noted in 2009 operative report), cannot sleep b/c of the pain.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2009 the patient underwent: exploration of prior fusion at l4-5; removal of previously placed instrumentation at l4-5; re-instrumentation with pedicle screws at l4 and l5; intraoperative fluoroscopy and interpretation; intraoperative computed tomography and interpretation; use of operating microscope; right sided iliac crest autograft harvest; posterolateral fusion at l4-5, using bone morphogenic protein, local bone autograft, putty allograft, and iliac crest autograft. Preoperative diagnosis: l4-5 pseudoarthrosis; fractured pedicle screws at l5. Per-op notes: ¿individual risks and benefits of revision fusion at l4-5 with exploration of prior fusion, removal of instrumentation. Reinstrumentation, iliac crest autograft, and placement and use of bmp and allograft were fully discussed with the patient. The wounds were irrigated with bacitarin containing saline solution. A high speed burr was used to decorticate the transverse processes at l4 and l5 bilaterally. Autograft was harvested from the right iliac crest, and this, coupled with bone morphogenic protein, local bone autograft, and putty allograft was made into a fusion bed lying on the transverse processes. Appropriate rods were chosen. Compression was placed across the rods, and final caps were locked. Fina l ap and lateral fluoroscopy confirmed excellent instrumentation placement.¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.